Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, chest injury. Concomitant medical products: mentor smooth round spectrum, 425cc cat/sn l) 3501470 sn (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round spectrum, 425cc saline breast implants which the right side deflated after implantation. Patient had a fall and deflated right implant. The issue was confirmed by the physician. As a result patient underwent bilateral removal and replacement as follow: right replaced with sn#(B)(4), cat#:3504501bc, and left replaced with sn#:(B)(4), cat#:3504501bc on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Date of implantation has been updated to (B)(6) 2005 through medical device tracking. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual analysis of the device a rupture was noted in the anterior view measuring approximately 7 cm. During the microscope examination striations were detected in the edges of the rupture. No other anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. It is possible that the root cause of the rupture was the fall that the patient experienced. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).